Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-dec-2024. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the acceptance criterion for suppressed results but the sample size was too low (< 17) to assess points outside total allowable error (ea). No deficiency has been identified for crea cartridge lot a24201.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-nov-2024, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on a 77-year-old male patient with tia and polycythemia vera. There was no additional patient information available at the time of this report. Return product is available for investigation. Method I-stat date (B)(6) 2024 collected 14:46 tested 14:46 crea (mg/dl) 2.4. Method I-stat date (B)(6) 2024 collected ni tested ni crea (mg/dl) ni. Method lab date (B)(6) 2024 collected ni tested ni crea (mg/dl) 0.9. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.